Manufacturer narrative:
Continuation of d10: product ID 97755-s; serial# (B)(6); product type recharger product ID 97745; serial# unknown; product type programmer, patient. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep states that the pt was trying to charge her interstim device not the ins. The issue has resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they couldn't recharge their implanted neurostimulator (ins) battery since probably friday. Pt spoke to a manufacturer representative (rep) yesterday via phone about the issues. Patient service specialist (pss) helped the pt inspect the recharger telemetry module (rtm) cord, rtm plug, and controller port, but no visible damage was detected. Pt saw the "no device found" message and entered passive recharge mode with 83-84-84 and the numbers changed to 73-73-88. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed the passive recharge mode process with the pt and reviewed the external equipment was functioning as intended. Pss suggested the pt continue through the passive recharge mode process for one hour and call back if necessary. Pt called back stating that they were trying to do the passive recharge mode and saw a message to call medtronic: software problem (99) with the following details: 1- I ntellis, 2- 3.6, 3- 58, 4- qf_new. Pss walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on and the message cleared. Caller then connected recharger and confirmed no device found (16). Pss walked caller through passive recharge mode again and after 10 minutes saw unable to recharge (74) despite having numbers in the 80s-90s. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Additional information was received from a manufacturer representative (rep). It was reported that they had met up with the patient (pt) to attempt passive recharge two times with their new recharger (rtm), but was still unable to get to normal recharge screen. The rep reports that they even tried two more passive recharge sessions with controller and pt's new rtm without success. Technical services (tss) reviewed to disable/re-enable device, then the rep attempted three more passive recharge sessions, reporting the expected passive recharge sub flow of screens and numbers 62-86-92 that decreased when the rtm antenna was moved away from the implantable neurostimulator (ins). Second passive recharge showed 73-86-93. Tss advised the rep to follow-up with pt's healthcare provider (hcp) regarding a potential medical decision to replace the ins, and case was escalated to the scs principal.